Manufacturer narrative:
H6 component code: g03001. The field service representative (fsr) inspected the analyzer and performed preventative maintenance. The issue was resolved with retesting of the same sample; retesting gave normal results. The ticket search does not show elevated activity for the current issue. A review of tracking and trending did not reveal any trends for the ict sample diluent or the alinity processing module (B)(6). A review of the product labeling concluded that the issue is sufficiently addressed. Review of product labeling revealed adequate labeling for the handling of reagents, interpretation of assay results, and troubleshooting this complaint issue. The alinity ci series operations manual provides troubleshooting instructions for falsely depressed results and lists multiple probable causes for falsely depressed results. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier: multiple sample ids for one patient = sid (B)(6) and sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. On (B)(6) 2021, the initial result was generated was: sid (B)(6) sodium (na) = 111.5 mmol/l, the same sample was repeated on the same instrument and the result was: sid (B)(6) sodium (na) = 140.4 mmol/l, the patient was sent to the emergency room for a redraw and the result provided was: sid (B)(6) (na) = 141.2 mmol/l, (customers normal range: na = 136 to 145 mmol/l). There was no reported impact to patient management aside from the sample redraw in the emergency room.